Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system error. The customer¿s blood glucose level was 62 mg/dl at the time of the incident. The customer stated that they were able to clear the alarm and not able to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segment/partial display, problem isolated to lcd board. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm due to missing segment. Device had loose/protruded drive support disk.